Manufacturer narrative:
A sample product was not returned for analysis. The lenses remain implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information is not available. The manufacturer internal reference number is: 2020-73141.

Event description:
Through a market research program a facility representative reported that glistenings were noted in association with implanted intraocular lenses (iol).